Event description:
The customer reported the 9800 sys had a delay in the up and down movement of the c-arm and a buzzing noise coming from the back of the monitors. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps3 power supply was replaced, the air filter was re-installed clear from the cooling fan, and the right monitor was replaced. The sys was tested and operates as intended.